Event description:
It was reported that the user received an occlusion alert while using an infusion set and resolved it after performing a full supply change, after which customer care agent provided education on best practices including disconnecting and performing a fill tubing to address occlusions. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion that was cleared by replacing supplies, with no device damage observed or further malfunction reported. No clinical symptoms reported. Outcomes included no impact on daily activities, medical intervention, or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user technique and transient flow obstruction that resolved with standard corrective actions.